Manufacturer narrative:
Updated sections: g3, g6, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument for failure analysis evaluation. The pch instrument was found to have a fully broken pitch cable at the distal clevis. As a result of the full break, functional testing for motion related issues could not be performed. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook (pch) instrument to perform failure analysis. However, as of the date of this report, the evaluation of the instrument has not been completed.

Event description:
It was reported that during an unspecified da vinci-assisted procedure, a cable on the permanent cautery hook (pch) instrument broke, which resulted in patient injury and subsequent bleeding. Hemostasis was achieved; however, the specific method used was not provided. The following information is unknown: the source and cause of the bleeding, what surgical task was being performed when the complication occurred, the estimated blood loss associated with the bleeding, and what surgical intervention was rendered to control the bleeding. Additional information has been requested; however, no response has been received.